Event description:
Had dmx (double mastectomy) and reconstruction in 2009 as a result of breast cancer. (B)(6) 2015, awoke with severe muscle & joint pain, initially diagnosed as reactive arthritis (arthritis meds didn't alleviate the pain). (B)(6) 2016 was diagnosed with polymyalgia rheumatica because of elevated crp (c-reactive protein) and esr (erythrocyte sedimentation rate) rates; the pain responded to prednisone, which I was on until (B)(6), when my rheumatologist advised me to begin tapering off the prednisone so I could start sarilumab in august. I was reluctant to take sarilumab because of the possible side-effect of developing non-hodgkin's lymphoma and began googling and reading and discovered that my symptoms matched those of breast implant illness. The only way to know whether the pain is caused by the implants is to have the implants explanted, which I proceeded with on (B)(6) 2023. Within a few days, the pain began to disappear. At this point, a little more than a month out, I have no more pain and my energy level is significantly higher than I've enjoyed since 2015. For 7 years, I was on prednisone, and it did enable me to function, so I'm grateful for the incorrect diagnosis of pmr (polymyalgia rheumatica), but this was bii (breast implant illness) all along. The implants I had were natrelle catalog number 20-425 silicone implants. Do you have any studies about these particular implants that I might be able to obtain? I made the best decisions I could in 2009 with the information I had then. But if I had known then what I know now, I'd have simply had aesthetic flat closures in 2009. I wouldn't have developed bii, which was torturous. I wouldn't have required prednisone, which carries its own risks. These implants deeply damaged my quality of life, my finances, my health, and potentially my future. Bii is under-reported because patients are being mis-diagnosed--because doctors aren't telling them their implants (whether for breast augmentation or reconstruction) could be causing their autoimmune symptoms. Certainly the two rheumatologists I saw on (B)(6) didn't mention bii. Rather, they were eager to put me on a drug that could have caused me to develop lymphoma. Public awareness about the toxicity of breast implants needs to be raised. I can obtain crp and esr bloodwork results from my primary care physician, but the only real way to "test" whether one has bii rather than another autoimmune condition is to remove the implants and see if the patient improves. Reference report: mw5120327.